Event description:
An incident was reported with this device. The device was in contact with patient. The patient was injured. The event led to an increase in surgery time but it was unknown for how long. The skull clamp did slip from the skull during a fossa posterior procedure and caused a cutting wound of several centimeter in the skin of the head of the patient. The wound was sutured. The a3059 skull clamp was not rigid enough to withstand higher forces. Linked to mfg. Report number: 3004608878-2017-00083.

Manufacturer narrative:
Additional information received on 28mar2017: the head of the patient did slip partially out of the skull clamp, causing the cutting wound. The surgeon repositioned and fixated the same skull clamp on the head of the patient. Forty five minutes was lost during the surgery because of this; extra suturing of the wound included. Patient outcome was reported as "ok".

Manufacturer narrative:
Integra has completed their internal investigation on may 03, 2017: results: evaluation of returned device; unit tested per functional inspection procedures and no duplicate condition was found as reported by the customer. DHR review; no abnormalities related to the reported failure. Complaints history; no manufacturing or design related trend has been identified. Post market information will continue to be monitored. Conclusion: root cause was unable to be determined based on unit passing all required tests for final inspection.